Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in clinic for routine follow up, increasing capture threshold was noted on the atrial lead. Sensing and impedance were stable and in range. The lead was explanted due to the elevated thresholds and suspected partial lead perforation. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.